Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced an asystole and atrial tachycardia requiring surgical intervention and prolonged hospitalization. It was reported that during an atrial fibrillation case, asystole was noticed in the patient. They reported that when mapping in the posterior atrial chamber (pac), after administering some medication to the patient, they were mapping near the sa node, when the patient went into atrial tachycardia. They reported that the atrial tachycardia then "broke," and the patient went into asystole. The asystole was noticed on the carto 3 system and the recording system. The normal heart rhythm was then restored to the patient, with the patient's heart rate in the 50's. Physician¿s opinion on the cause of this adverse event was patient condition and meds. Outcome of the adverse event was reported as improved. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 31038637l identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced an asystole and atrial tachycardia requiring surgical intervention and prolonged hospitalization. It was reported that during an atrial fibrillation case, asystole was noticed in the patient. They reported that when mapping in the posterior atrial chamber (pac), after administering some medication to the patient, they were mapping near the sa node, when the patient went into atrial tachycardia. They reported that the atrial tachycardia then "broke," and the patient went into asystole. The asystole was noticed on the carto 3 system and the recording system. The normal heart rhythm was then restored to the patient, with the patient's heart rate in the 50's. They noted that the physician is worried about the patient's sinus node function. The caller also noted has a history of passing out. They reported that the patient is currently in stable condition. Additional information received indicated the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was patient condition and meds. Intervention provided was loop recorder implant. Outcome of the adverse event was reported as improved. Patient required extended hospitalization because of the adverse event for observation. Patient has history of syncope.